Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a fistulagram procedure, the device was placed in the upper arm, inside of an older stent that was in good shape, and the balloon was inflated to 9 atm when it burst. The device was removed and another device used to complete the procedure with no harm to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.